Manufacturer narrative:
The lot number was provided so a lot history review was performed. The device was returned to bd for evaluation. The investigation is still currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq75124 pta balloon dilatation catheter allegedly experienced a retraction problem and failure to fold. This information was received from one source. This malfunction involved a patient with no reported patient injury. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The lot number was provided so a lot history review was performed. The device was returned to bd for evaluation. The investigation is confirmed for the reported retraction issue. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq75124 pta balloon dilatation catheter allegedly experienced a retraction problem. This information was received from one source. This malfunction involved a patient with no reported patient injury. The patient's age, weight, and gender were not provided.